Event description:
Additional information from the field representative indicated the physician stated the scab was hard and bigger than usual and not healing as quickly. The first scab was noted to have a hole in it. The field representative indicated they did not look at the area well enough to determine if it was infected as they were only called in to turn the device off during the procedure.

Manufacturer narrative:
--

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a wound debridement procedure. The entire system remains implanted at this time. At this time, the reason for the wound debridement procedure is unknown. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.